Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure the level detectors could not be activated. In addition, the level alert system was causing audible alarms. The device was not changed out, however an alternate level system was utilized. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr replaced the alert level sensor. The system was tested to MFR¿s specifications and returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.